Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a implantable cardioverter defibrillator (ICD), the ICD exhibited a pacing issue and high thresholds. The right atrial (ra) lead tested with normal values through an analyzer. Once the ra lead inserted in to the ICD the ra threshold was high. It was confirmed with fluoroscopy that both the position and the slack of the ra lead remained the same. The ICD was attempted not used and replaced. The ra lead values were within normal limits when attached to the new ICD. The ra lead was successfully implanted and remains in use. No patient complications have been reported as a result of this event.